Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. During the lot history review it was noted that there was one other complaint reported against the lot. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one temporarily approved deviation notice noted on the lot, which was unrelated to the current complaint. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility biomedical technician (biomed) reported a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. Upon follow-up, the facility administrator (fa) confirmed an internal dialyzer blood leak occurred an hour and a half after the initiation of the patient's hemodialysis treatment. It was reported blood was visually observed within the dialyzer housing. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 250 ml. There was no patient injury or medical intervention required as a result of this event. The patient was not restarted on a machine and did not complete treatment on the day of the reported event. The complaint device was reported to be available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. Upon follow-up, the facility administrator (fa) confirmed an internal dialyzer blood leak occurred an hour and a half after the initiation of the patient's hemodialysis treatment. It was reported blood was visually observed within the dialyzer housing. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 250 ml. There was no patient injury or medical intervention required as a result of this event. The patient was not restarted on a machine and did not complete treatment on the day of the reported event. The complaint device was reported to be available for return for physical evaluation by the manufacturer.